Event description:
It was reported that the catheter became stuck on the guidewire. A 1.50mm rotapro catheter and a rotawire were selected for use in an atherectomy procedure. Testing was performed prior to inserting the burr into the guiding catheter. The burr was walked up to the end of the guide catheter; however it would not exit the guide and did not enter the left main (lm). The catheter appeared to be stuck on the guidewire. The burr was walked back but would not come off the guidewire. The burr catheter and the guidewire were removed together as one system and the procedure was started over. There were no patient complications reported.

Event description:
It was reported that the catheter became stuck on the guidewire. A 1.50mm rotapro catheter and a rotawire were selected for use in an atherectomy procedure. Testing was performed prior to inserting the burr into the guiding catheter. The burr was walked up to the end of the guide catheter; however it would not exit the guide and did not enter the left main (lm). The catheter appeared to be stuck on the guidewire. The burr was walked back but would not come off the guidewire. The burr catheter and the guidewire were removed together as one system and the procedure was started over. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned device showed several kinks along the whole body, besides, the distal tip was kinked and stretched. No more damages were found. A dimensional inspection of the outer diameter (od) of the middle of the device and the od of the proximal section were performed and found to be within specification. The dimensional inspection of the overall length and od of the distal tip could not be performed due to device condition (distal tip stretched).